Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an operating speed fluctuation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotaburr was used for treatment without issue. The 1.75mm rotalink plus was then selected to continue to treat the target vessel. During platforming, while external to the patient, the rotational speed for the 1.75mm rotalink plus was set to 190,000rpm. However, the speed was noted to be fluctuating. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out. A test guidewire was loaded onto the plus unit without any issue. A connect/disconnect test and a tug test was carried out and no issues were noted with the plus unit¿s handshake connection. The rotablator plus unit was wet tested. The plus unit reached 175krpm. No speed issue was noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an operating speed fluctuation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotaburr was used for treatment without issue. The 1.75mm rotalink¿ plus was then selected to continue to treat the target vessel. During platforming, while external to the patient, the rotational speed for the 1.75mm rotalink¿ plus was set to 190,000rpm. However, the speed was noted to be fluctuating. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.